Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-14501. It was reported that the patient experienced ineffective therapy due to lead migration. As such, surgical intervention took place on (B)(6) 2022 wherein the leads were explanted and replaced with new leads addressing the issue. Reportedly, therapy was confirmed post op.